Manufacturer narrative:
The stents remain implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed. During the procedure, three xience sierra stents, a 2.5 x 18 mm, a 2.0 x 33 mm and a 3.0 x 23 mm, were implanted without issue. Post procedure, the patient was doing well; however, approximately 1 hour post procedure, the patient began to feel ill and died. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation as it remains implated. A review of the lot history record and complaint history could not be conducted because the lot and part numbers were not provided. The reported patient effect of death is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na